Manufacturer narrative:
Correction: initial reporter city annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, annex g: g04091, g02017 annex b: b01 annex c: c23 annex d: d02 h3 other text : see manufacturer narrative.

Event description:
It was reported that the device had broken plunger head claw. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken plunger head claw. There was no patient involvement.